Manufacturer narrative:
Product event summary: hw29991 was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of log files could not be confirmed as the log files covering event date are unavailable. Additional information received indicated that the patient had drooping of the face and slurred speech. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of dizziness, difficulty with speech, and a neurological event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including an ischemic and/or embolic event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a dip in ventricular assist device (vad) flow and had drooping of the face and slurred speech for five minutes. The patient was monitored at home and was not brought to the hospital. The vad remains in use. No further patient complications have been reported as a result of this event.